Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal unknown bag therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent and fever, and was hospitalized. On (B)(6) 2010, a peritoneal effluent analysis performed prior to antibiotic therapy. On (B)(6) 2010, the patient was discharged from the hospital with the events of peritonitis and fever recovered. Dianeal therapy was ongoing. The patient was treated with unspecified antibiotics. The peritonitis was reported as ongoing and improved. On (B)(6) 2010, the patient was discharged from the hospital with the events of peritonitis and fever recovered. Dianeal therapy was ongoing.